Event description:
Intera oncology received a complaint report of an intera 3000 hai pump not flowing. The patient was implanted with an intera 3000 hai pump on (B)(6) 2025. On (B)(6) 2025, the first refill was performed. There was no concern regarding this refill. On (B)(6) 2025, all 30 mls returned when the pump was emptied. On (B)(6) 2025, a flow scan was performed. The result was normal, and the catheter was still patent. On (B)(6) 2025, all 30 mls returned when the pump was emptied. On (B)(6) 2025, the pump (sn (B)(6) was explanted and the new pump (sn (B)(6) was prepped and implanted without issue. The new pump is connected to the previously implanted catheter via barbed connector. During follow-up communication with the physician, the physician mentioned the patient did not experience adverse health effects. The clinic infused hep saline during each patient's refills. According to the physician, the new pump is emptying correctly after one refill.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29940532, was reviewed. The pump was manufactured on september 23, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology is waiting for the pump to arrive to begin the investigation of it. Once the pump arrives and is fully investigated, an updated final report will be sent to the FDA.

Event description:
Intera oncology received a complaint report of an intera 3000 hai pump not flowing. The patient was implanted with an intera 3000 hai pump on (B)(6) 2025. On (B)(6) 2025, the first refill was performed. There was no concern regarding this refill. On (B)(6) 2025, all 30 mls returned when the pump was emptied. On (B)(6) 2025, a flow scan was performed. The result was normal, and the catheter was still patent. On (B)(6) 2025, all 30 mls returned when the pump was emptied. On (B)(6) 2025, the pump (B)(6) was explanted and the new pump (B)(6) was prepped and implanted without issue. The new pump is connected to the previously implanted catheter via barbed connector. During follow-up communication with the physician, the physician mentioned the patient did not experience adverse health effects. The clinic infused hep saline during each patient's refills. According to the physician, the new pump is emptying correctly after one refill.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The no-flow complaint allegation was confirmed for this pump, serial number (B)(6). The cause of the no-flow was a blockage in the portion of capillary within the outlet flow tube. The blockage occurred during or after the first refill of this pump, so the no-flow cannot be attributed to a manufacturing defect. The pump may not have been appropriately flushed after the use of methylene blue, but this cannot be conclusively determined.